Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: b1, b2, h1, h6. B1: product problem only. B2: no outcomes. H1: malfunction. H6: health impact / clinical signs. The following sections were updated: b4, b5, d9, e1, g3, g6, h2, h6, h11. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the needle was fractured in the joint after the implant was released. The fragment was removed and the patient did not suffer any damage due to the event. Attempts have been made and no further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Complaint sample was evaluated, and the reported event was confirmed. Visual evaluation was completed and found that the device was fractured. The device was submitted for further analysis. Fracture analysis has been previously analyzed where bending overload was identified as the mode of failure. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in poland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a meniscal repair procedure, after the implant was released, a broken needle fragment remained in the joint. The event occurred intraoperatively at the time of implantation when the device was deployed. Following implant release, the needle broke and a fragment remained intra-articular. The need for retrieval of the fragment or any additional treatment was not reported. No environmental factors were reported. The patient outcome was not reported. Attempts have been made and no further information has been provided.